Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection of the costumer submitted video revealed that the device is not activate and does not have evidence of plasma formation. There was a relationship found between the returned device and the reported incident. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, when the werewolf flow's buttons were pushed nothing happened. The wand would not ablate or coagulate, there was no plasma field forming. The controller was rebooted but the wand did not work. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.